Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date.one device was received. Per visual inspection, dso seal degraded. Per functional testing, accuracy test failed (3.453%) over delivered. The complaint was confirmed/duplicated. The cause was unknown. Contamination found inside the chassis. Expulsor, valves, foam to be replaced. Preventive measure dso sensor to be replaced. Replaced expulsor, valves, foam, optical disk, dso sensor, bezel, seal, and labels. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump is failing accuracy test. There was unknown patient involvement and unknown patient harm.